Event description:
Reference number (B)(4). Event occured in the united states. Patient reported two separate incidents involving infusion set's crimped cannulas. The events occurred on (B)(6) 2025, and (B)(6) 2025. In both cases, the patient noticed symptoms within three hours of inserting the infusion set. The insertion sites for both incidents were located in the abdominal area. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.